Manufacturer narrative:
D9, h2, h3: the return of 9735821 provided the lot number p901163. The hardware was returned and analysis was performed. The returned positioning sensor unit (psu) had many scratches on the housing and lenses. A check of the event log showed intermittent firmware incompatibility dating back to oct 2018 and intermittent illuminator current low dating back to aug 2019. There was a battery voltage low message along with bump detected and storage temperature exceeded. The psu failed an accuracy test (aak) at .403mm with a passing threshold of .250mm. Codes fdm b01, fdr c02, fdc d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system displayed localizer faulted in an optical procedure. The medtronic representative (rep) noted an amber light on the camera. No patient was present. Troubleshooting information was provided. Technical services (ts) had the rep access the network device interface (ndi) toolbox. The bump status and internal temperature were marked as faulted. The rep also noted that the time on the system was incorrect.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name; product ID 9735821 (lot: -); product type: 2543-mnav - system h3: no parts have been received by the manufacturer for evaluation. Codes b17, c20, d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The system was serviced in the field. In summary, there was an optical communication failure and the camera was faulted. The camera was replaced and the system then performed as intended. Codes b01, c07, c08, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was clarified no patient was present. The manufacturer representative was on-site for a repair when the issue occurred.